Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's tinnitus reportedly resolved. The external visual inspection revealed missing contact pads. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires in the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced tinnitus. Device testing revealed results within normal limits. A CT scan showed findings that are suspicious to adherence of mastoid scar tissue with the skin flap. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.